Event description:
It was reported that during usage, the balloon departed from catheter and may remain in the patient . The physician attempted to suction the balloon out at the time, however, is unsure whether there are still fragments in the patients' body or not.

Manufacturer narrative:
Evaluation summary: one catheter was returned without the packaging for evaluation. The reported defect was confirmed for balloon damage. The evaluation included visual examination of any damaged, incorrect or missing components; contamination; or improper labeling, inspection of the balloon and balloon windings/bonds for indication of damage or abnormality. The proximal and distal windings have been pulled off the distal tip of the catheter, and were not returned. The balloon latex is also missing. This condition may occur when the pull force of 1.5 lbs (per dfu) has been exceeded.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.